Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarms were noted. The motor passed motor test. No damage was found on electronics assembly. The pump had cracked battery tube threads, reservoir tube lip and scratched lcd window.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 455 mg/dl when she woke up. The customer stated that she was rebounding for her low yesterday. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was exposed to a strong magnetic field or MRI. The customer stated that they were able to rewind. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.